Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-feb-03. The hcp stated that troubleshooting included a ua being done on (B)(6) 2017 to rule out a uti. The ua was normal. The patient was directed to call the manufacture representative (rep) for assistance with device adjustments. The cause of it not working and the patient experiencing a loss of therapy, wetting themselves, and not feeling stimulation was that the patient had turned off their device for a procedure and it needed to be turned back on and set to appropriate settings.

Event description:
Additional information was received from the patient. The patient reported that the cause of it not working, loss of therapy, wetting himself, and not feeling stimulation was due to the unit being turned off for surgery. The patient stated that they called to have it turned back on and received step by step directions over the phone. The patient noted that it was turned back on due to frequent urination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. The patient reported a loss of therapy. The patient stated that following a shoulder surgery that occurred on (B)(6) 2017 in which the stimulation was turned off, when they turned it back on it was not working. The patient was wetting themselves and did not feel stimulation. They could not troubleshoot due to lack of access to the product. It was recommended that the patient follow up with their healthcare professional. Additional information was received from a nurse on (B)(6) 2017. The nurse stated that the patient¿s stimulation was successfully turned on and was at 0.5 volts. The nurse requested to be put in contact with a local manufacture representative.